Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited decreasing impedance which was still within the normal range. The leadless ipg remains in use. No patient complications have been reported as a result of this event.